Manufacturer narrative:
The reported event could not be confirmed. Visual inspection noted two unused meter bags were received with the inlet tubing, sample port connectors and foley catheters with the tes intact. Visual evaluation noted the clear hangers appeared normal and rounded. No evidence of blood or damage to the hangers. Two non-original product samples were returned, therefore the results of the investigation were inconclusive. Although the reported event could not be confirmed, a potential root cause for this failure could be brittle material - inappropriate material choice. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." Correction: d10, h3 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hook that hangs from the drain bag was very sharp and caused the patient to be cut and received 4 stitches to their leg.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the hook that hangs from the drain bag was very sharp and caused the patient to be cut and received 4 stitches to their leg.